Event description:
It was reported that the patient experienced withdrawal. The withdrawal occurred after a dose decrease following a revision. The reporter planned on treating the patient with benzodiazepines and to increase the dosage of medication. The drug in pump at the time of the event was baclofen. Additional information has been requested; a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).